Event description:
Additional information was received on 03.06.2021 with information of the six affected patients. Initially it was informed that 10 patients were affected but when more information was requested, the end customer confirmed that only 6 patients were involved. So the following cases are cancelled: 3003639970-2021-00208, 3003639970-2021-00209, 3003639970-2021-00210 (this report), and 3003639970-2021-00211.

Manufacturer narrative:
Additional information was received on 03.06.2021 with information of the six affected patients. Initially it was informed that 10 patients were affected but when more information was requested, the end customer confirmed that only 6 patients were involved. So the following cases are cancelled: 3003639970-2021-00208, 3003639970-2021-00209, 3003639970-2021-00210 (this report), and 3003639970-2021-00211.

Manufacturer narrative:
The possible product references involved are (B)(4). If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported post-operative appearance of micro-abscesses and/or subcutaneous granulomas following subcutaneous sutures in 10 patients. Significant increase in incidence following a change of market from the optime range of peters surgical to the novosyn range of bbraun. The clinical consequences were: local nosocomial infections, 6 patients were taken back to the surgical unit for excision of the lesion, there were no serious clinical consequences for the patient but significant increase in the risk of infection, possible risk of infection on prosthesis and/or osteosynthesis, resumption in the surgical suite prejudicial to the patient and the department, increased healing time and possible aesthetic defect prejudicial to the patient. No samples were kept and the possible product references involved are (B)(4). All medwatch submissions related to this report are: 3003639970-2021-00176. 3003639970-2021-00177. 3003639970-2021-00178. 3003639970-2021-00179. 3003639970-2021-00206 . 3003639970-2021-00207. 3003639970-2021-00208. 3003639970-2021-00209. 3003639970-2021-00211. No more information has been provided.